Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(6); batch: 5152029/5152032.

Event description:
It was reported that patient was experiencing discomfort with the spinal cord stimulator (scs). The patient underwent explant procedure. No further information has been obtained despite good faith efforts.